Event description:
Per rep., this occurred during the in-service of a non-sterile ca500 at the hospital. Rep. Was present when the clip applier malfunction occurred. When the malfunction occurred, the clips were being fired. All 17 clips had been fired, along with three purple ones. Rep. Stated that when the scrub tech was actuating the handle and reached the last clip, the clip applier feeder was exposed rather than locking out. Photo is available. Additional information was received by implementation specialist, via e-mail on september 30th, 2019: "I have two minor corrections... This was an in-service at an education table. And I was present for the event, but it was not a "case". I have attached the picture."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided by the complainant, which confirmed that the internal components of the device were damaged. Engineering observed that the pusher, a plastic component located in the shaft, and the lockout, a metal component located in the shaft, advanced outside of the shaft past the jaws. Based on the photo of the event unit provided, it is likely the reported event was caused by a compromised lockout component. It is likely that the lockout indexing tab yielded to the pusher, which allowed it to advance into the jaws and become damaged. As the event unit was not returned, the cause of the compromised lockout could not be confirmed. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the device enhancements.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Per rep., this occurred during the in-service of a non-sterile ca500 at the hospital. Rep. Was present when the clip applier malfunction occurred. When the malfunction occurred, the clips were being fired. All 17 clips had been fired, along with three purple ones. Rep. Stated that when the scrub tech was actuating the handle and reached the last clip, the clip applier feeder was exposed rather than locking out. Photo is available. Additional information was received by implementation specialist, via e-mail on september 30th, 2019: "I have two minor corrections... This was an in-service at an education table. And I was present for the event, but it was not a "case". I have attached the picture."